Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a ¿low¿ blood glucose (bg) level. Cause for low bg was unknown, and bg values were not provided. Customer consumed glucose tablets to address low bg. In addition, it was reported that despite the control iq software suspending insulin as intended, insulin was still delivered, and the pump did not alert the customer when the low bg occurred. Customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.